Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was set for a continuous infusion rate 5ml per hour. Reservoir volume 240ml, given 211.1 and 28.9ml remaining. The air detector was off, upstream sensor on, length of infusion was set for 46 hours, locked level: locked. The pump was used to prime the extension tubing. Patient stated that he woke up with stomachache and noticed the cassette was empty. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. (B)(6).